Manufacturer narrative:
The involved spectrum ii suture hook, 60 degree left is not expected for evaluation as it was reported by the user facility that the device was mte contaminated and has been destroyed. Without the actual product, an evaluation could not be performed and the root cause of the alleged problem was unable to be determined. (B)(4). To reduce the risk of tip breakage and possible injury to the patient, the instructions for use (IFU) provides the following warnings and precautions: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.

Event description:
The customer reported that during use of the spectrum ii suture hook, 60 degree left on (B)(6), 2015 in a shoulder stabilization procedure, the tip of the suture hook broke off during fixation of the labrum. The broken parts were retrieved from the surgical site and the procedure completed successfully using a different device. A 25-minute delay resulted but no patient injury occurred. The patient was discharged from hospital according to routine procedure for this type of surgery. Follow-up on the patient's status was performed on (B)(6), 2015 and the patient was reported to be in good condition.